Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during dwell 4 of 4. The home patient (hp) had a little solution left in the heater bag. The hp had disconnected a bag and added another one to the line. The baxter technical services representative ended therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had not reported this use error to the clinic. She stated that the patient's therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.